Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed, due to noise oversensing. Secondary and alternate vector configurations showed a wondering baseline. An electrode conductor fracture was suspected. Subsequently, the s-ICD system was explanted and replaced. This device is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock while the patient was lying in bed, due to noise oversensing. Secondary and alternate vector configurations showed a wondering baseline. An electrode conductor fracture was suspected. Subsequently, the s-ICD system was explanted and replaced. This device was returned for analysis. No additional adverse patient effects were reported.